Event description:
It was reported to boston scientific corporation that an obtryx curved transobturator sling system was used during a procedure on an unknown date. According to the complainant, after the mesh was implanted, it was noted that the mesh was not in the correct location under the urethra. When the physician attempted to correct the placement, the mesh was damaged. It is unknown exactly how the mesh was damaged. The physician completed the procedure with another obtryx curved with no complications and the patient's condition at the conclusion of the procedure was reported to be "okay."